Event description:
Patient presented for a pacemaker after being found in third degree heart block. After deployment of the pacemaker, the patient was found to be hypotensive. A right ventricle laceration and tamponade was found. Cardiac surgery was consulted for repair. The patient remained in pea arrest and ultimately was pronounced. Reference to (B)(4).